Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis and detailed analysis were performed on the returned device. The reported difficult to remove; guide wire was not confirmed through analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to remove; guide wire appears to be related to circumstances of the procedure. The oad was returned with the driveshaft significantly stretched and the crown slid distally near the tip bushing. It is likely that the crown detached and slid distally due to the stretching of the driveshaft. The device was returned without a guide wire and a test wire was unable to pass through the driveshaft due to the stretched condition. When tested, the device spun as intended. Engineering review of the device data log shows that the last 3 spin attempts ended in stall events. The cause of the stretched driveshaft, detached crown and stall events remain undetermined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the diamondback 360 peripheral orbital atherectomy device (oad) did not function properly and got stuck on the viperwire guide wire during the procedure.